Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their reservoir. The customer states there were air bubbles present. The customer's blood glucose level was 237mg/dl. The customer states the air bubble was coming from o-ring. The customer was advised the reservoir would be replaced. The customer was advised to monitor the device and call back if issues persist.